Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the stent was returned fully deployed together with the stent delivery system. The proximal release handle was moved forward and backwards according to the threshold release marker and no issues were noted. The outer sheath moved freely with no restrictions. The shaft of the device was examined and no issues or damage was observed. No further issues were noted with the returned device which could have contributed to the reported complaint. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
**Note: this report pertains to one of two complaint devices. Manufacturer report # 3005099803-2011-00909 addresses the stent that became occluded, while manufacturer report # 3005099803-2011-00908 addresses the partially deployed stent. It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted into the lower bile duct of a patient in (B)(6), 2010. According to the complainant, post-procedure (date unknown), the physician noted that a restenosis had occurred. Additional details were not available. In an effort to try and treat the restenosis, on (B)(6), 2010, the physician attempted to deploy a wallflex biliary rx fully covered stent within the previously implanted stent. After the stent was partially deployed, the physician attempted to reconstrain the stent, but was unsuccessful. The physician needed to remove both the scope and the partially deployed stent from the patient. The procedure was completed with another wallflex stent. The physician added that the patient's anatomy was moderately tortuous, but that no pre-dilation was performed. The size of the restenosis was about 1 to 2cm. There were no patient complications reported as a result of this intervention. The patient's current condition is unknown.

Event description:
**Note: this report pertains to one of two complaint devices. Manufacturer report # 3005099803-2011-00909 addresses the stent that became occluded, while manufacturer report # 3005099803-2011-00908 addresses the partially deployed stent. It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted into the lower bile duct of a patient in (B)(6) 2010. According to the complainant, post-procedure (date unknown), the physician noted that a restenosis had occurred. Additional details were not available. In an effort to try and treat the restenosis, on (B)(6) 2010, the physician attempted to deploy a wallflex biliary rx fully covered stent within the previously implanted stent. After the stent was partially deployed, the physician attempted to re-constrain the stent, but was unsuccessful. The physician needed to remove both the scope and the partially deployed stent from the patient. The procedure was completed with another wallflex stent. The physician added that the patient's anatomy was moderately tortuous, but that no pre-dilation was performed. The size of the restenosis was about 1 to 2cm. There were no patient complications reported as a result of this intervention. The patient's current condition is unknown.